Event description:
The neurosurgeon had a case in which the catheters could not advance all the way through the bolts. This made it impossible to thread and lock the catheters together. Two catheters from lot number 03237 were used. Three will be returned. One is in an unopened box which is from the same lot number. Another neurosurgeon at the same user facility used a catheter from this same lot number with no reported incident. No pt injury was reported.